Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6).

Event description:
The customer observed false positive alinity I b-hcg results on one patient multiple times. The results provided were: on (B)(6) 2023 sid (B)(6) initial==12.13 ui/ml (>5.0 miu/ml and < 25.0 miu/ml will be no interpretation; grayzone) /repeated on ai22809=7.85 miu/ml (< or =5.0 miu/ml=negative): repeated same specimen on ai22542=16.99 ui/ml and 25.6 ui/ml (> 25.00 miu/ml=positive) /repeated on ai22809=7.93 and 7.76 ui/ml there was no reported impact to patient management.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning, and parts replacement were performed. There have been no further reports of discrepant results since the fs site visit. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic/discrepant results. Based on the investigation no product deficiency was identified for the architect c4000 analyzer.

Event description:
The customer reported discrepant calcium results generated on the architect c4000 analyzer on two patients. Results provided: sid: (B)(6) = 2.64/1.36/2.4 mmol/l, patient history = 2.4 mmol/l. Sid: (B)(6) = 2.6/0.96 mmol/l. No impact to patient management was reported.